Event description:
It was reported that the patient¿s stimulator dropped to 0% on 2013 (B)(6) and stimulation had turned off. The stimulator was not working at that point. It was unknown why this occurred. The patient did not bring his programmer or recharger to the appointment with the company representative on 2013 (B)(6). Troubleshooting was limited, as the patient was not available at the time of the company representative¿s call. The patient charged 4-5 times and was able to obtain 50-75% charged by the time he met with the company representative. The patient did not turn his stimulator back on, however. Of note, the patient charged one hour in the morning and one hour in the evening. The patient used high energy outputs (6 volts/120 pulse width). Impedances were normal. The company representative turned the stimulation on for the patient and the patient was doing fine.

Event description:
Follow up information received reported that the manufacturer¿s representative ran impedance checks on the implantable neurostimulator (ins) and ran a recharge history interval. The representative then reset the device. It was determined that the patient was never charging the ins although they believed they were. The patient was instructed on how to properly charge and was sent home and had no further issues. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3387s-40 lot# v181305, implanted: 2009 (B)(6); product type lead product ID 37651 lot# serial# (B)(4); product type recharger product ID 37642 lot# serial# (B)(4); product type programmer, patient product ID 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37642 lot# serial# (B)(4); product type programmer, patient product ID 3387s-40 lot# v181305, implanted: 2009 (B)(6); product type lead product ID 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
(B)(4).